Event description:
Safety recall of mighty bliss blue heating pad. Bought on amazon purchased (B)(6) 2021. Lot #210501, model na-h1121b. Received email from amazon on (B)(6) 2022. FDA safety report ID # (B)(4).